Event description:
Pt sustained a left intertrochanteric hip fracture and was treated in 2003, with a compression tube/plate, lag screw and 4 cortical bone screws. Six months later pt complained of some hip discomfort, however, x-rays showed the fracture was healed. In 2004, pt complained of worsening pain and denies any recent injury or fall. X-rays revealed nonunion at original fracture site and all four of the bone screws had fractured. Six days later devices were removed and replaced with a total hip.